Event description:
Litigation papers allege pt underwent a right total hip replacement on (B)(6), 2006. It is further alleged on that same day, (B)(6) 2006, subluxation of the right hip was found, and pt was returned to surgery and the femoral head was removed and exchanged.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 9331-2011. Reason for original complaint. Litigation papers allege patient underwent a right total hip replacement on (B)(6) 2006. It is further alleged on that same day, (B)(6) 2006, subluxation of the right hip was found, and patient was returned to surgery and the femoral head was removed and exchanged. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update (B)(4) 2018: (B)(4) has been re-opened under pc-000250244 due to receipt of ppf and sticker sheets. There is no new allegation. Doi: (B)(4) 2006- doe: aug. 10, 2006 (right hip).